Event description:
It was reported that the presented for a device change out due to elective replacement indicator (eri). Infection was noted at the pocket site. There were no adverse health consequences to the patient.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.